Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that leakage occurred with a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter, "I have a complaint to report for the following: syringe (sterile), 60ml ll, bd tray 309680 (20/tray; 6tray/cs). Particulates found on 6 syringe barrels and leaks near plunger tips of 2 syringes. Lot# 9060733. 8 compounded units affected." 8 occurrences were reported.

Event description:
It was reported that leakage occurred with a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter, "I have a complaint to report for the following: syringe (sterile), 60ml ll, bd tray 309680 (20/tray; 6tray/cs). Particulates found on 6 syringe barrels and leaks near plunger tips of 2 syringes. Lot# 9060733. 8 compounded units affected". 8 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: eight (8) samples and four (4) photos were received for investigation. Two (2) of the returned samples were in a baggie which was labeled ¿x2 fluid beyond plunger tip ¿ leaking syringes near plunger tips¿. These two (2) samples were leak tested and both samples passed as no leakage was detected. Six (6) of the returned samples were returned in a separate unlabeled baggie. The returned samples were visually examined using unaided vision and it was observed that there is dark foreign matter (fm) on the syringes. The dark foreign matter was visually examined using 10x magnification and was visually identified as embedded black fm. Four (4) photos were also provided for investigation. The four (4) photos show four (4) of the returned samples. The black fm is visible in each of the photos provided. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Bd is going from 60ml to 50ml because it will increase the stability of the plunger rod. All bd product currently produced is of a 50ml volume. CAPA#55639 was initiated. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.